Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Initial medwatch report 3006260740-2024-08340 addressing a PICC leak and thrombus was submitted, upon further review it was determined an additional report would need to be filed to address the thrombus separately.

Event description:
It was reported patient has had a thrombosis from his PICC-line, however, it is a common side effect and not related to the PICC-line being damaged. No other information was provided.

Event description:
It was reported patient has had a thrombosis from his PICC-line, however, it is a common side effect and not related to the PICC-line being damaged. No other information was provided. Additional information received: per the customer: I think the blood clot from it has nothing to do with the hole. The blood clot was discovered on (B)(6) 2024 and confirmed with ultrasound. Treated with innohp 16,000 iu daily for six months.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.